Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04882 for the other associated device information. It was reported to boston scientific corporation that two hydratome rx sphincterotome were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the cut wire failed to bow. A second tome was used and failed in a similar manner. The procedure was completed with a third hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Won't bow. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).